Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was locking up and would not run. Therefore, the reported condition was confirmed. It was further reported that the internal components were corroded. The assignable root cause was determined to be due to improper cleaning or immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while testing during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was locking up. According to the report, the patient was in the room, but the device was not being used on the patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.